Event description:
Prior to bringing back the patient, the nephroscope was tested and white-balanced with appropriate results. After the patient was under anesthesia and prepped for the procedure, the scope was set up for use and the picture was very dark. We tried to use a different light cord to see if that was the issue, but the other cord did not help. We pulled the cope off and tried to see through it with the light, but to no avail. We checked with spd (sterile processing department) but they told us that the other scope had been sent out for repair last week. We had them call other hospitals to see if we could get a back-up scope, but no one had one available. Since we did not have a back-up and we were not able to borrow one, we had to abort the procedure without completion.